Event description:
It was reported that an asymptomatic patient presented for lead extraction due to increased threshold and pacing lead impedance. The physician attempted to perform laser lead extraction and during the procedure patient expired. No further information is available at this time.